Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21346854, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-4319, batch/lot number: 23225195, model/catalog description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain around ipg site when stimulation was turned on. The patient underwent an explant procedure.